Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with 275cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures and bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation along with along with removal of a significant portion of the capsule on each side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.